Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "feeling low", sweating, confusion, "could hardly speak and had a hard time balancing himself", but was able to self-treat with "normal insulin" (dose unspecified) and glucose tablets. The customer went to the emergency room, where a healthcare professional (hcp) measured a glucose reading of 350 mg/dl from an hcp meter, compared to a scan result of 350 mg/dl on the adc device. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 8 days. The customer provided orange juice as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.